Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, the patient experienced bleeding requiring subsequent procedures. The initial robotic procedure was completed with no intraoperative complications and no reported issues with any da vinci related products. Postoperative day one the patient required a second procedure, exploratory laparoscopy with ligation of muscle bleed as a result of bleeding that was identified after a computed tomography (CT) scan. The bleed was identified from the omentum, the surgeon reports using the vessel sealer extend (vse) on that specific tissue. The patient was then brought back on postoperative day six for an exploratory laparotomy with revision of the ileocolic anastomosis diverting ileostomy creation and drain placement due to staple line dehiscence found at the ileocolic anastomosis site. The patient is currently still hospitalized.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. An advanced stapler log review revealed the following: logs show (part number 480460-09), (lot number) k13240516-0365 was first installed 2x, and fired 2 blue reloads. On both installs, the first clamp was successful, and the firings were completed with no pauses for compression. Next, logs show (part number) 480445, (lot number) l12230119-0657, was installed 1x and fired 1 blue reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. Next, (part number) 480460-09, (lot number) k13240516-0365 was re-installed 2 more times, firing 2 additional blue reloads. On both installs, the first clamp was successful, and the firings were completed with no pauses for compression. There were no stapler related errors in the logs. Refer to MFR report number 2955842-2024-19587 for additional information regarding the vessel sealer extend instrument involved. Refer to MFR report number 2955842-2024-19588 for additional information regarding the sureform 45 blue reload involved.